Event description:
It was reported that a lead integrity alert triggered for the right ventricular (rv) lead due a high sensing integrity counter and multiple recorded episodes of non-sustained ventricular tachycardia. One day later, oversensing was also noted on the rv channel. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.